Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report, approximately 5 years and 6 months post implantation of a 26mm sapien xt valve a 26mm sapien 3 ultra valve was implanted due to unknown reasons. Medical records reviewed revealed that tee was performed and reported mild mitral regurgitation and no evidence of bioprosthetic aortic valve stenosis. After the patient had worsening signs and symptoms of heart failure. A tte reported a bioprosthesis in aortic valve position, with severe aortic stenosis, aortic valve area of 1.0 cm2 and an index area of 0.5 cm2/m2, peak velocity of 4.9 m/s and aortic mean gradient of 59 mmhg. There was also moderate transvalvular regurgitation noted. There was also moderate-severe mitral regurgitation. The patient continued to have dyspnea on exertion, and chf nyha class IV symptomatology and was referred for urgent tavr for a stenotic and regurgitant bioprosthetic valve. The patient had a successful valve-in-valve (viv) tavr procedure with implantation of a 26mm sapien 3 ultra valve via right tf approach approximately 5 years and 6 months after initial tavr procedure. A tte post viv procedure showed a mean gradient of 10 mmhg and no evidence of paravalvular leak. The patient had an uncomplicated hospital course and was discharged home on post-operative day 1. At the 30-day follow up visit after viv tavr the patient was reported to be hemodynamically stable from a valvular standpoint and will continue to be monitored by the cardiologist.

Manufacturer narrative:
The 26mm sapien xt valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imaging was provided. Per the instructions for use (IFU), device degeneration is a potential risk associated with the use of bioprosthetic heart valves. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Per the valve academic research consortium (varc), structural valve deterioration can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. As per technical summary written and documented by edwards, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.  While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the technical summary is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, although it cannot be confirmed, patient factors (cancer, hypothyroidism) may have contributed to the reported degeneration of the valve. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.